Manufacturer narrative:
There was no patient involvement. Model number and serial number are unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacturer date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(6) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
On (B)(6) 2019, livanova (B)(4) received a user medwatch report (mw5088766) stating that a female patient had a aortic valve replacement on (B)(6) 2014 and that a heater-cooler system 3t was used for the procedure. Following to that, the patient was found to be positive to a m.chimaera infection. The patient was taken back to surgery on 2017 for debridement and sternal wire removal. In the medwatch report hospitalization, required intervention and other serious (important medical event) as event outcome are stated.